Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed an infection "not at the device site" and vegetation was noticed on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) and rv lead were extracted. No further patient complications have been reported as a result of this event.